Event description:
When the stabilizer steerable guidewire was removed from the package, a bend was noticed at the tip. The package was intact before it was opened. Once the product was received for analysis stretched coils were identified.

Manufacturer narrative:
Before using a stabilizer steerable guidewire in a procedure, the tip was found bent. The product was not used. No unusual storage or device handling was reported. Analysis of the returned wire confirmed kinks and bends in the distal region, stretched coils were also identified. As received, the specimen did not present any indication of manufacturing defect or anomaly. The specimen was visually and dimensionally correct. The damage appears consistent with removal of the device from the dispenser assembly by incorrect means. The bend damage to the distal tip region, combined with the displaced and stretched coils, appears indicative of grasping the specimen wire by the distal tip to remove the wire from the dispenser assembly. As described in the IFU, "to prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft." The complaint is confirmed. It appears that device handling may have contributed to the event.